Event description:
Reporter and his mother alleged that he obtained a discrepant blood glucose result of 40 mg/dl back to back with a result of 75 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported take or treatment received. No adverse event reported. A request was made for the return of the affected product. The customer does not have the strips and so no product will be returned for evaluation.